Event description:
The customer contact reported air was noted in the tubing distal to the pump with no pump alarm. On an unspecified date, the pump was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. In 2008, at an unspecified time, it was reported the nurse "saw a 4 inch air segment in the tubing below the cassette." No audible alarm was reported. It was unspecified if the air was delivered to the pt, however, the device remained in clinical use at that time. There were no reported adverse pt effects. No medical interventions were reported. The following day, the device was returned to the biomedical engineering dept. During testing at the user facility, the device passed testing. Though requested, no add'l info was provided.

Manufacturer narrative:
At this time, the customer will not be returning the pump for eval. The pump passed testing at the user facility and was returned to clinical service.